Event description:
It was reported that chemotherapy medicine leaked from the unspecified bd maxzero¿ needleless connector and onto the patient's clothes during use. The following information was provided by the initial reporter: "patient was receiving chemo, reported that he felt something leak onto his clothes. Small amount of chemo was found leaking from the bd maxzero needleless connector. Chemo was immediately stopped. Bd maxzero needleless connector had to be changed. Patient reports this is the 3rd time it has happened. Able to restart chemo without leakage."

Manufacturer narrative:
H.6. Investigation: a complaint of leakage at the connection site of the maxzero and the infusion set was received from the customer. 6 samples and a set from a different company were returned for investigation. Through visual inspection, no defects or damages were seen on the connectors. Samples were flushed and no leakage was observed. Each sample was connected to a primary set (2420-0007) and infused at a rate of 530 ml/hr to recreate the customers situation. No leakages or issues were observed during infusion. An infusion could not be performed with the set returned because it was not compatible with the pumps in the lab. The samples were then primed with the returned non-bd set and leakage was at the connection site of the maxzero and the sets luer. A device history record review could not be performed because a lot number was not provided by the customer. The root cause for the leakage seen was determined to be the returned non-bd infusion set. It is possible that a complete seal cannot be achieved between the two components and at the high infusion rate leakage occurs.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that chemotherapy medicine leaked from the unspecified bd maxzero¿ needleless connector and onto the patient's clothes during use. The following information was provided by the initial reporter: "patient was receiving chemo, reported that he felt something leak onto his clothes. Small amount of chemo was found leaking from the bd maxzero needleless connector. Chemo was immediately stopped. Bd maxzero needleless connector had to be changed. Patient reports this is the 3rd time it has happened. Able to restart chemo without leakage."